Event description:
The customer was taken to the hosp for high blood sugar levels. The spouse was unsure if the customer was responding to the manual injections. It was indicated that the customer was not admitted, but will be at the hosp for a few more hours. The spouse wanted the status of the replacement pump that was shipped out.